Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range shock impedance measurements greater than 125 ohms. A new lead, different model, was successfully implanted. No additional adverse patient effects were reported.